Event description:
During a colostomy procedure, the device cut, but did not staple. Had to use hand suturing to complete the procedure. Procedure time was extended by 2 hours. There was no patient consequence.